Event description:
Stent graft implanted successfully in 2005. Stent graft limb clotting. Physician decided to convert and explant the stent graft 4 mos later. Patient has a blood flow problem, per doctor.